Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "deflated". Later healthcare confirmed the event. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 13, 2026, with catalog number mcghan270cc device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflated". Later healthcare confirmed the event. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of "2-3 months ago" reported. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated".

Event description:
Patient reported "deflated". Later healthcare professional confirmed the event. This record is for the left side. Device remains implanted.